Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not get a fill tubing alert for 4 hours. The customer's blood glucose (bg) level was 389 mg/dl and the bg level was addressed with a bolus via the pump. Recommendation was made by tandem's technical support to complete the load process prior to locking the pump screen.